Event description:
It was reported that guidewire entrapment occurred. A 2.1mm jetstream xc catheter was selected for a left leg angiogram procedure to treat claudication. While attempting to remove the catheter, however, the catheter would not move along the guidewire. It was attempted to rex the device, which did not work, so the entire system including the guidewire had to be removed through the access point. The device was removed intact, and the procedure was completed using a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter with an unknown 0.014 inch guidewire stuck in the device. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed there is a guidewire stuck in the device.